Manufacturer narrative:
Follow-up: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The trunk cable was pulled from the strain relief, damaging trunk cable connector j702 on the distribution node pca. Additionally, the cable connecting the ECG "c" and "d" was severed and missing and the ECG "c" and "d" domes were missing. The root cause for the strained cable and missing was excessive force. No adverse event resulted from the defective electrode belt. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
Follow-up: a us distributor returned a patient's electrode belt and reported that the patient was receiving a service code 204 (belt/monitor unusable). A us distributor reported that the patient had developed a skin irritation underneath the back therapy electrodes. The patient was given hydrocortisone cream and benadryl from the nursing staff. The irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation underneath the back therapy electrodes. The patient was given hydrocortisone cream and benadryl from the nursing staff. The irritation improved.